Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of homechoice machine during automated peritoneal dialysis (apd) therapy. Nothing unusual was noted with any of hp's supplies, or with the technique used in setting up the supplies. Tsc assisted hp in ending therapy early. Per hp, after ending call with tsc, hp started a new therapy with the same supplies. No patient injury or medical intervention was associated with this incident, per hp.